Event description:
Customer reports back to back blood glucose results of lo (less than 10 mg/dl) and 10 mg/dl obtained on the active system with no low blood glucose symptoms. Customer self treated with 6 oz milk & an orange, and re-tested within 10 minutes and result was 118 mg/dl. No adverse event reported. Requested return of suspect device and replacement was sent.